Manufacturer narrative:
An initial review of the manufacturing record for the reported device has not revealed any discrepancies. The returned device remains under investigation at this time. When a full investigation has been carried out a supplemental report will be submitted.

Event description:
It was reported that a patient with a stanmore megaprosthesis implanted in (B)(6) 2017 had experienced knee joint instability. They had experienced this previously two weeks post initial implantation which was found to be disassociation of the femoral construct (reference pi (B)(4), MFR report # 3004105610-2018-00004.) An x-ray was performed to reveal the same disassociation of the femoral construct.

Manufacturer narrative:
The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by siw. If additional information become available, this investigation will be re-opened. Siw will continue to monitor for trends. A procedure to re impact the devices together was completed on 17 december 2017.

Event description:
It was reported that a patient with a stanmore megaprosthesis implanted in (B)(6) 2017 had experienced knee joint instability. They had experienced this previously two weeks post initial implantation which was found to be disassociation of the femoral construct (reference pi (B)(4), MFR report # 3004105610-2018-00004.) An x-ray was performed to reveal the same disassociation of the femoral construct.